Manufacturer narrative:
The complaint was dispatched to the field service engineer (fse) department on the 31st of july 2015 for further investigation. During the investigation the fse checked the sorter and reagent doors. Fse re-aligned the door tab on the sorter door to engage the latch in sorter. Both doors were tested with no errors. Instrument is functioning as intended and was released. A 13 month complaint/ service history review for serial number (B)(4) was performed and found one other complaint with similar event. The most probable root cause for this event is a mis-aligned sorter door. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4)

Event description:
On the (B)(6) 2015 the customer reported issues with the sorter door. The customer can not get the door to open. Instrument was rebooted but it did not resolve the error. Customer requested service in order to address the reported issue which resulted in delay reporting of results for bhcg and pth. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.